Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the stuck at the blue recovery screen and determined the hard drive was compromised. A field service engineer (fse) replaced the hard drive and re imaged the system, restoring full functionality. Post-repair, hardware test application (hta) tests and an inventory count were completed, with no further issues identified. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shg-backup was repurposed to replace the downed shg-ER-cc, and the server was renamed accordingly. A remote analyst was required to assist with step-by-step validation and configuration. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.